Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an excessive ultrafiltration event occurred on a prismaflex machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation. The scale calibration and flow alarms of the machine were checked on site. No additional information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported was not verified and no cause could be determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.